Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate defibrillation shocks. Technical services (ts) reviewed the device data and noted the device delivered three shocks. The therapy appeared to be the result of atrial fibrillation (af) with rapid ventricular response (rvr). This device remains in service. No additional adverse patient effects were reported.